Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens in a preloaded device was defective and not implanted. Additional information has been requested.

Event description:
Additional information has been received stating the lens was folded onto itself out of the packaging. There was no patient involved.

Manufacturer narrative:
Additional information provided in b.5. And h.10. Based on the new information received in b.5. This record is now not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).